Event description:
Pt with colon cancer receiving adjuvant chemotherapy. It was noted that the pt had a fracture in their port-a-cath tubing and needed a new one for continued access. During removal of the malfunctioning one, the tubing was transected to remove the port-a-cath.